Event description:
Chessa et al results and mid-long - term follow-up of stent implantation for native and recurrent coarctation of the aorta; european heart journal (2005) 26, 2778-2732, report a case in which a case of re-dilatation was performed 21 months after stent implantation of a palmaz stent. This patient had two previous surgical operations (end-to-end anastomosis and, then, a subclavian artery flap). The patient underwent successful stent implantation (palmaz 5014 stent with balt 12 mmx50 mm balloon catheter), but after 21 months, a pressure gradient of 33 mmhg was recorded at catheterization and the stent was re-dilated with a 15 mm/50 mm balloon catheter, the gradient dropped to 7 mmhg.

Manufacturer narrative:
This article was found during a recent clinical evaluation review of this device. The citation is as follows: chessa et al results and mid-long - term follow-up of stent implantation for native and recurrent coarctation of the aorta; european heart journal (2005) 26, 2778-2732. A device history record review was not performed as the sterile lot number is not available. Restenosis is a known potential adverse event associated with implanting stents and is often associated with the progression of peripheral arterial disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.